Manufacturer narrative:
The insulin pump was received with operating currents within specification. The pump passed the self test, unexpected restart error test, rewind, basic occlusion test, and displacement test. However, we were unable to prime the pump during the prime/compromised force sensor system test due to a faulty force sensor resistor. There were no traces of moisture noted at the keypad traces, electronic assemblies, or motor assemblies per visual inspection. The pump was received with a cracked case at the display window corners and lcd window.

Event description:
The customer reported via phone call that she had a crack in her insulin pump. Customer stated that she hit the corner of the counter and caused a crack on the pump casing by the screen. Customer's blood glucose was 208 mg/dl. The customer went walking and can see moisture. Customer stated he noticed the moisture went inside and it went away. Customer reported that the pump was exposed to humidity and there was fluid under the lcd display. Customer stated that her blood glucose has been stable. Customer stated that the damage was on the left side upper corner of the pump. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.